Event description:
Ous MDR - approx. 2 months after implantation increased thresholds and a loss of capture were reported. The lead was explanted and replaced.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. The visual inspection showed that the inner conductor helix between the tip electrode and the ring electrode was kinked. The analysis showed that the cause is most likely excessive mechanical stress during the operation. The analysis did not show any other deviations that could be related to the clinical complaint. The manufacturing process of this lead was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.